Manufacturer narrative:
Block e1: initial reporter's address: (B)(6). Block h6: imdrf patient code e2312 captures the reportable event of fatigue. Imdrf patient code e1002 captures the reportable event of pain, abdominal. Imdrf patient code e1004 captures the reportable event of ascites. Imdrf patient code e0733 captures the reportable event of pneumonia. Imdrf patient code e2326 captures the reportable event of inflammation to reflect the signs of systemic inflammatory response syndrome (sirs). Imdrf patient code e2015 captures the reportable event of pneumatosis to reflect pneumoperitoneum. Imdrf impact code f08 captures the reportable event of hospitalization. Imdrf impact code f2203 captures the reportable event of imaging required.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was implanted in the third part of the duodenum to treat a gastric outlet obstruction during a gastroenterostomy procedure performed on (B)(6) 2025. It was reported that the patient showed signs of systemic inflammatory response syndrome (sirs) and moderate pneumoperitoneum on (B)(6) 2025. On (B)(6) the patient presented to the oncologist's office due to increased fatigue and abdominal pain since discharge on (B)(6) 2025. A computed tomography (CT) scan performed on the abdomen and pelvis showed possibly developing intra abdominal abscess, increasing ascites, and possibly developing pneumonia. The patient remained hospitalized, and it was planned to be discharged on (B)(6) 2025; however, new culture results revealed infected perisplenic fluid, which led to an even prolonged hospitalization. It was reported that due to the progression of metastatic pancreatic cancer, the patient passed away on (B)(6) 2025.